Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The reported information indicates that the device was used contrary to cautions against exceeding rated burst pressure, the root cause will be documented as user/use error. (B)(4).

Event description:
It was reported that during an unspecified procedure a balloon burst occurred. The details of the lesion are unknown. The 2.0x12mm maverick2 monorail balloon was inflated and "burst past rated atmospheres". The procedure was completed successfully. The patient's status is listed as ok with no complications reported.